Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for fecal incontinence therapy. It was reported that a healthcare professional was looking for a referral as the patient¿s ins was moving in the pocket and they may need a revision. The patient did not have a current managing physician. No symptoms were reported and no further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Healthcare professional (hcp) called back. Hcp said the patient went to a different doctor for a different problem; it is unknown if the different problem is device/therapy related and the hcp doesn't know if the patient addressed the implantable neurostimulator (ins) issue with the doctor. The hcp hasn't heard from the patient, and as far as they know, the ins is still implanted and was working fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.